Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 69-year-old female undergoing a protected percutaneous coronary intervention. The patient had a past medical history significant for coronary artery disease and renal insufficiency. Cardiogenic shock was classified as scai stage a at the time of support initiation. The impella cp was placed to provide hemodynamic support during coronary intervention. The patient underwent coronary angioplasty including left main, left anterior descending, and right coronary artery percutaneous transluminal coronary angioplasty with stent placement, along with intravascular ultrasound guidance. During the procedure, the patient experienced ventricular fibrillation shortly after impella support was initiated. The patient was resuscitated with defibrillation and hemodynamic stability was restored. Device repositioning was attempted after the impella cp was noted to be positioned deeply. During repositioning, another episode of ventricular fibrillation occurred, requiring additional defibrillation and resuscitative measures. The reported events included ventricular fibrillation, resuscitation, and device repositioning associated with device positioning. Following stabilization and appropriate device positioning, the coronary intervention was completed using impella support. Patients undergoing complex percutaneous coronary intervention frequently have significant underlying coronary artery disease and may experience ventricular arrhythmias during coronary manipulation, ischemia, or device positioning within the left ventricle. Ventricular fibrillation may occur during catheter manipulation or transient myocardial irritation during interventional procedures. The patient survived.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name) has been updated. D3 (manufacturer fax), e4 (reporter also sent report to FDA?) And g1 (manufacturer contact fax number) has been omitted from the initial mw. Device in wrong position: the cause of the positioning issue was not determined due insufficient clinical details. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details.